Event description:
It was reported that the user received a sensor failure alert, obtained a fingerstick result reading high at 601 mg/dl, found no drops during a fill tubing check, had insulin delivery paused for over an hour, and then performed a full supply change and resumed delivery; the user utilizes inset 23" infusion sets. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Customer care agent performed investigative communication with the user and spouse, and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically an improper or incorrect procedure related to insulin being paused, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event. The user reconnected to the pump successfully and requested replacement infusion sets.